Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03067 addresses the other device. It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible baskets were used during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction performed within the common bile duct, on (B)(6), 2011. According to the complainant, a basket was used to perform a successful lithotripsy on the first stone. The basket was then fully retracted and removed from the patient to rinse with sterile water. However, after removing, the basket was not able to be extended from the sheath. A second trapezoid rx lithotripter compatible basket was used to perform another successful stone lithotripsy, but the same issue recurred. After removing the device, the basket was not able to be extended. The procedure was successfully completed with a third trapezoid rx lithotripter compatible basket. Reportedly, no stones were trapped within the baskets, just minor debris. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being stable. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
The patient ID and weight are unknown. A visual examination found that the device returned with the basket in the closed position. Additionally, the guidewire lumen (sidecar) presented with push-back. Functionally, the basket was not able to be extended or retracted without holding the sheath. When fully extended, the basket wires were found to be uneven and deformed. Additionally, heavy residue was present on the basket/wire assembly. The condition of the returned incident device was consistent with the complaint that the basket would not open. However, the evaluation also found that the guidewire lumen (sidecar) presented with pushback. During manufacturing, basket devices are 100% inspected for device integrity so the sidecar pushback likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.